Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient has been admitted with a pacemaker infection. The patient has had a history of (B)(6) bacteremia over the last two years and now has developed swelling and erythema at the pacemaker site. In addition, the patient has a moderate pericardial effusion of unknown origin. The device and lead were removed and a pericardiocentesis was performed. The system was replaced at a later date. No further patient complications have been reported as a result of this event.